Event description:
It was reported that the customer had a blank display on the insulin pump. Customer used an aaa alkaline battery. Customer inserted a new aaa battery and then removed the battery for 10 minutes and cleaned contacts with alcohol wipe. Customer inserted the (B)(6) aaa alkaline battery and there was a blank display. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.